Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Complaint indicated that the detail of the defect is ¿other 1¿ and a photo was attached. The attached photograph showed what appeared to be a peak or bump in the tyvek lid. One sales unit with six sealed packages was returned for analysis. Each package was visually inspected. Five of the packages exhibited no defects and one package was found to have a peak or bump on the tyvek. The peak was located above the fin of the device knob but the peak in the material was not a result of the device going through the tyvek nor did it cause any tyvek fiber separation that could lead to potential breach in the package. Package sterility exists in all packages returned. The peak in the material may have resulted as the packaging material folds when packages are placed in the sales unit cartons.

Event description:
It was reported that during an incoming inspection/labeling, a defect was found on the surface of the packaging. Product will be returned.